Event description:
The nursing home reported that during emergency evacuation a companion 1000 portable liquid oxygen system was placed next to a resident to provide oxygen. The unit ended up on it's side and leaked liquid oxygen resulting in burns to the pt. The pt was admitted to the hospital. The user facility did not keep the unit in an upright position as warned by product labeling (attached) to prevent hazard.